Manufacturer narrative:
Patients are furnished with a backup remunitypro system and extra supplies to ensure uninterrupted drug delivery. The status of the patient's backup system at the time of the event is unknown; therefore, this event is being reported out of an abundance of caution. Efforts to obtain additional information from cvs specialty pharmacy are ongoing. Any new information, relevant to the reported event, will be provided in a follow-up report. At this time, no components or additional information have been made available to millyard advanced medical products, llc for further investigation.

Event description:
An initial event notification was received by united therapeutics drug safety on 12-may-2026 from cvs specialty pharmacy, and forwarded to millyard advanced medical products, llc on 13-may-2026. It was reported that the patient experienced dizziness while out visiting their in-laws. The dizziness persisted even after they returned home so the patient subsequently checked their remunitypro remote and noticed that it had lost connection with the pump. Initial troubleshooting efforts were unsuccessful and upon removing the cassette, the patient observed that remodulin had leaked inside the pump and it appeared to be corroded. The patient experienced an interruption in therapy and ultimately presented to the hospital. The patient's remodulin therapy was restarted and the patient was released 4 hours later.